Event description:
The device was returned for service. During service, it was reported the device had error 403:317:864:0000. The hospital rep stated they have no record of any patient incident involving the pump since the last baxter service event. No additional contact information was available.